Event description:
Customer reported a communications failure error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the single board computer. Sys operates as intended.